Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not recognize that the electrodes were connected.  As a result a patient load may not be able to be detected and defibrillation may be delayed, or prevented, if it were necessary. There was no patient use associated with the reported event.  No further details were provided.

Manufacturer narrative:
Numerous attempts to contact the customer have been made to determine the current status of the device but no response appears forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.